Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate ((B)(4)). This case is associated to case (B)(4) by reporter. This case involves a male pt who developed two pea size nodules that were palpable, but not visible, after receiving poly-l-lactic acid (sculptra) therapy. Date of therapy and start date of event nos. It is unk if any corrective treatment was provided. Event outcome is unk.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.